Event description:
The manufacturer received information alleging the ventilator displayed an error message. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device by the manufacturer, errors related to the oxygen blending board were observed in the device's downloaded error log. The oxygen blending module was replaced to address the issue.